Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of blank display and low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery on her pump cut off without warning. The customer declined to troubleshoot for blank display and low battery. The customer will be sent a new battery cap.